Event description:
The customer reported that a monitor did not alarm.

Manufacturer narrative:
The customer reported that a monitor did not alarm. There was no death or serious injury outcome (per the site's biomedical engineer and the initiator of this complaint), the monitor in question was tested by philips and found to be working as intended, and the alarm logs show that the monitor was generating alarms before, during, and after the reported incident. Philips has not determined any cause of the user's misunderstanding. Product labeling warns that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. The monitor is till in use at customer's site. No further investigation or action is warranted. (B) (4).